Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) presented with fluid loss from the device. Upon explant, the cylinders top silicone layer was ripped off and this made the cylinders difficult to explant. The left cylinder was found to be completely torn apart resulting in the fluid leak from the pump and reservoir. The physician replaced the cylinders and pump, but the reservoir remained implanted. There were no patient complications reported.